Manufacturer narrative:
(B)(4). Batch # r9242f. Investigation summary: the device was received with no apparent damage. In addition, the jaw was not missing and the cable was damaged as reported. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by the customer that during an unknown bariatric procedure, the functioning tip of the enseal instrument bent in an abnormal way at the beginning of the case. The "distal tip cable was broken." It completely broke apart on one side of the jaw (on the working side only). The connector was not damaged. A second like device was used to complete the procedure. There were no patient consequences reported.